Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 62 mg/dl and carbohydrates were consumed to address the bg level. The customer reported to have over-corrected via the pump for the food bolus. While changing the cartridge the customer received a cartridge 19 alarm. The alarm reoccurred using multiple cartridges. The customer was to use insulin injections for insulin therapy.